Event description:
It was reported that (1) device was used during a rectum resection. It was reported by the affiliate that the ax55g instrument fired an incomplete staple line. The pt was sutured by hand to complete the case and the operating room time was longer (extended).